Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys (B)(6) immunoassay results for an unknown number of patient samples. Specific data was only provided for one patient. The initial results were (B)(6). Upon investigation, it was found the qc results on (B)(6) 2018 were low. This was resolved by recalibration on (B)(6) 2018. On (B)(6) 2018, the customer sent the sample to another laboratory that used a cobas 6000 e 601 module and the results were (B)(6). The sample was then retested on the original analyzer and the result was (B)(6). This result was reported outside of the laboratory. On (B)(6) 2018, a new sample from the patient was tested and the result was (B)(6). On (B)(6) 2018, the first sample was repeated and the result was (B)(6). There was no allegation of an adverse event. The reagent lot number was 246873. The expiration date was requested but was not provided.

Manufacturer narrative:
The sample that initially gave a result of 0.591 coi (non-reactive) was repeated on (B)(6) 2018 and the result was 0.498 (non-reactive). The investigation was unable to find a definitive root cause.